Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "constant air in line" was not reproduced. Evaluation duplicated a reload set (air detector) with a loaded set during testing. A review of the event history log revealed reload set messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified as reload set. The cause of the condition was the ultrasonic sensor calibration lower values out of specification and not able to be calibrated. Evaluation determined the ultrasonic sensor requires replacement. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump constant air in line in the biomedical service department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.